Manufacturer narrative:
The insulin pump had intermittent button response and button error alarms due to corroded keypad traces. The device had normal operating currents and no unexpected off no power, low battery, or battery out limit alarm noted. The device had a cracked display window corner, cracked lcd window, broken belt clip slot at battery tube threads area , and a cracked reservoir tube lip. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.